Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device explanted due to eol. No adverse patient events reported. Should additional information be received this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Analysis of the device data showed that the last home monitoring transmission was received on may 6, 2018. The data revealed no abnormalities in current consumption, indicating normal battery depletion. Next, the pacemaker was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The current consumption of the electrical module was normal and as expected. There was no indication of a malfunction. In conclusion, analysis of the device and the returned device data revealed no indication of a device malfunction.

Event description:
Device explanted due to eol. No adverse patient events reported. Should additional information be received this file will be updated.